Manufacturer narrative:
The getinge field service engineer (fse) discovered that there was no waveform visible when performing a fiber optic test. The fse found that the fiber optic connector was damaged causing the aforementioned. The fse resolved the reported issue by replacing the fiber optic sensor cable assembly, and the performed a complete pm with full calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was found to have a damaged fiber optic connector. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1, (event site email), g3, g6, h2, h6 (component codes, health effect ¿ impact codes), h10, h11. Corrected fields: h6 (investigation findings, investigation conclusions).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was found to have a damaged fiber optic connector. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 (type of investigation), h10.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was found to have a damaged fiber optic connector. There was no patient involvement, and no adverse event reported.